Event description:
Used during an endoscopic appendectomy. During the procedure an injury to the small bowel occurred. It is unknown how the case was completed or if there were add'l consequences to the pt.